Event description:
It was reported that the customer had some concerns with the da vinci system "not being intuitive with the motions but like something else". The customer was unable to provide additional details at the time. The field service engineer (fse) noted that the case was converted from a single port to multi-port and extended. There was no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The endoscope controller (ec) triggered error 31001 during the video test. The ec was confirmed to have issues. The light engine was repaired and the pc boards and cover needed replacement.

Event description:
Refer to h11 for follow-up information.